Event description:
The patient reported to the manufacturer in 2007, they have been experiencing trouble breathing. No other information was provided. The length of dbs system implant was approximately seven months. No report of device explant has been received. The representative redirected the patient to follow-up with their physician. Additional information has been requested by the manufacturer from the hcp. A follow-up report will be sent if additional information becomes available.